Manufacturer narrative:
A response from the manufacturer is pending.

Event description:
After 6+ months of implantation, this lead was explanted because of a pocket infection. Note: the pacemaker that was attached to this lead was also reported on an MDR.